Manufacturer narrative:
Analysis of the device log files serial number (B)(6) showed that the AED was manufactured on 06/09/2022 and placed into service on 07/05/2022 with battery pack serial number (B)(6). On 11/06/2023 battery pack serial number (B)(6) was installed. Log files show the AED is functioning as designed but did not contain enough information to determine the root cause of the reported battery depletion. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's stated "replaced battery now". They reported this did not occur during patient use.